Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The troubleshoot was performed for compromised force sensor system and during seating the force sensor did not detect the reservoir. The customer also reported that they had a blood glucose value of 333 mg/dl at the time of incident. However, the customer reported a high blood glucose level of 434 at the time of the call. The customer also reported that the insulin was squirting during manual prime process. The customer also reported that they had bent cannula. Troubleshoot for bent cannula was declined by the customer. The customer stated that the drive support cap was normal (recessed). Customer reports they do not have a back-up plan available. The insulin pump will not be returned for analysis.